Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. The standby current test is 1.3-a. The criteria is <55-a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. Tested the suspected meter with in house control solution and in house strips (strip lot number:d150923-1). The control solution tests for level low are 51/54 mg/dl, for level high are 263/268 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
(B)(4) received a call on (B)(4) 2015 reporting a medical intervention that occurred on (B)(6) 2015 at 3:00pm. The reporter, (B)(6) , patient's wife called in stating that patient ((B)(6)) was barely able to stand or walk. Patient felt his legs weakening and aided himself to the floor. The reading on the prodigy meter at the time of the event was 130mg/dl. No medications were taken by patient immediately prior to the event. Patient's last medications were taken around noon before the event. Patient's normal glucose reading around the time of the event is 150-199mg/dl. Patient drank (B)(6) prior to seeking medical attention. Paramedics were called 5 minutes after testing with the prodigy meter. Patient consumed (B)(6) while waiting for medical attention. Paramedics arrived 8 minutes after being called. Upon arrival paramedics tested patient's glucose with a result of 70 mg/dl. Approximately 15-20 minutes passed between testing with the paramedic's meter and the prodigy meter. Paramedics also performed and additional glucose test with the prodigy meter with a result of 173mg/dl. Patient was not transported to ER. Patient was advised to eat a peanut butter and jelly sandwich. Replacement was provided and sent prepaid envelope to patient requesting return of suspect system.